Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak was confirmed. The exact cause of the detachment of the non-mdt bifurcate proximal stent, leading to the type ia endoleak and aaa expansion, could not be determined from the films provided. Other than caused by failure of the non-mdt bifurcate, it is also possible that disease progression and challenging anatomy may have contributed to the events. The cause of the thrombus seen within the devices placed within the aaa sac also could not be determined; however, significant pre-existing thrombus and severely angulated anatomy was previously observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v amf3838c100tu, serial/lot #: (B)(4), ubd: 02-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a non mdt stent graft system for the treatment of a type iiib endoleak. Taa diameter measures 67 x 65mm thoracic aneurysm. It was reported that approximately 9 months post implant, follow up CT revealed the endograft construct displaced caudally causing a type ia endoleak with subsequent aneurysm sac expansion. Intervention was performed. The main body of the endograft construct was explanted and a tube graft sewed in its place resolving the event. It was not possible to identify which device had the type ia endoleak. It was reported that during the explant there was grumous material present, but no new blood. A distinct endoleak wasn't identifiable on pre-operative scans. Per the physician the cause of the event was due to multiple failures in the non mdt stent graft resulting in overall failure of the endograft construct. No additional clinical sequelae were reported and the patient is fine.